Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycaemia and diabetic ketoacidosis (dka). No further information available.